Manufacturer narrative:
H3: one cadd solis vip pump was returned for preventative maintenance, motor service and a software issue. The reported issue was verified and the device was repaired. A faulty microprocessor (mp) board was replaced. The motor revs were set to zero, the software was upgraded and the device was calibrated. The device then passed all functional and delivery tests.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited error code 42221. It was not specified whether this occurred during infusion or interrupted therapy. No reported patient injury or adverse effects.